Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Review of episodes showed that svt was recognized as vt due to poor morphology. Programming changes were suggested. The patient is doing fine.

Event description:
New information received indicates that the patient was seen in clinic. The device was functioning normally.